Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's download error log. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info alleging an issue with a ventilator's battery. There was no harm or injury reported.